Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had an infected insertion site about the size of a quarter. Caller reported that the customer was taken to the hospital where she was treated. Caller reported that the site was opened, drained, treated with antibiotics, and a gauge was used. Customer went back to the hospital two days later to have the gauge removed. Blood glucose level at the time of the incident was 196 mg/dl. The customer's mother was advised that the sensor would be replaced and agreed to return the product for analysis.